Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Tandem technical support was unable to troubleshoot further with the customer, but the customer had resumed insulin therapy after they re-tightened the t:lock. There was no adverse impact to the customer's blood glucose level.